Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Based on the results of the investigation, it was determined that the phenomenon was due to the failure of the printed circuit board due to widespread corrosion and water traces in almost all parts. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center found, the device appears to be flooded. The board, chassis, top cover, front panel and the video connector have poor appearance. There was a lot of corrosion and traces of water on almost all parts of the device. A definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported to olympus that during an unknown event, the visera elite ii video system center displayed an error code e304. Upon inspection and testing of the returned device, it was observed that the printed circuit board failed. This report is being submitted for the event found during evaluation. There was no harm or user injury reported due to the event.